Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had to be hospitalized for high blood glucose of 550 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer did not recall any significant events that may have led to the hospitalization just stated blood glucose was randomly high. Customer experienced symptoms such as nausea and dehydration. Customer stated she treated her high blood glucose by going hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was not possible as the device was off and customer did not have a new battery. Customer was advised to call back to perform troubleshooting on the insulin pump. Customer requested a new transmitter as it was lost during the hospitalization. The insulin pump is not returning for analysis.